Event description:
The customer alleged the pump would not feed. Rate 475ml/hr, 470ml dose using rcf, resource benecal. No patient impact or medical intervention.

Manufacturer narrative:
Standard functional tests were performed. Complaint could not be duplicated or confirmed.